Event description:
On (B)(6) 2013, the reporter stated that on an unk date, the driver experienced a needle stick when he went to empty the front end garbage container. He noticed something smoldering on the truck right after emptying a bin and a box of needles had opened up and spilled onto the muffler and he went to check, he brushed off the green plastic on muffler not knowing it was needles and it punctured his thumb. The needles looked unused. And the seals were still on the others that were not broken. Driver did go to the hospital and received a base line blood test and (B)(6) infection. There were remains of the box in the dumpster. No further info is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.